Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit button had a black out and was unresponsive. The issue occurred during an unspecified procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed. Based on the results of the investigation, it is likely the following led to all of the reported malfunctions: a failure in the pressure sensor from the subject device. The service manual for uhi-4 was referenced. The pressure sensor is mounted on the main board, and if the sensor fails, the uhi-4 stops insufflation and the front panel becomes inoperable. At this time, error messages are not displayed (because the front panel is turned off), but the error codes can be seen by starting the uhi-4 as a maintenance mode and checking the error history. Olympus will continue to monitor field performance for this device.